Event description:
Caller reported a cgm error 42, but there was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, guiding the caller through the process. After the reset, the error did not reappear, and the caller successfully started their sensor session.